Event description:
During a rotator cuff repair using the awl-dilator, twinfix ultra, 4.5mm it was reported that the device did not advance. They pulled it out and the tip had broken off in the bone. The very tip of the dilator (2mm x 1mm piece) broke. It was reported that no hole had actually been created. The tip broke in the cortical layer. The bone quality was reported to have been normal/good; not exceptionally hard. The surgeon tried to remove the metal by chipping pieces of bone away from around the broken tip, but decided it was best not to make a larger hole and left it in. He then proceeded with a backup device in a different area and completed the procedure successfully. There was a reported five minute surgical delay. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually evaluated and confirmed to have a broken tip, however the tip was not returned. The device was observed to be flared at the site of the break. The handle end of the device was observed to be scratched and flattened. The threads have been identified to be rolled. The damage to the device appears to be consistent with an impact at the end. The remaining portion of the device is bent, suggesting that the device has seen some axial force. A review of the device history record did not identify any issues with the manufacture of the device. A complaint history review did not identify any complaints associated with this failure mode. Per the IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ also the IFU states ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ (B)(4).